Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their ins was discarded. The (B)(6) infection was first noticed in (B)(6) 2016 and was treated with a pic line with antibiotics in (B)(6) 2016. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient got an infection while in the hospital with their first implant and the infection wasn't related. It was further clarified that the patient had to have it implanted twice as the first time they had (B)(6). They stated they had an infection and it had to be taken out as they got (B)(6) while in the hospital when it was implanted. No further complications were reported or anticipated.